Event description:
It was reported that a venotomy closure of the left common femoral vein was attempted using the pre-close technique prior to a leadless pacemaker implantation procedure. Reportedly, a cuff miss [device needles not engaging with the cuffs] occurred as retraction against the vessel wall was not being applied when the plunger was depressed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 10f, and the leadless pacemaker implantation procedure was completed. Hemostasis was achieved with the pre-placed sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to inadvertent use error. Reportedly, a cuff miss [device needles not engaging with the cuffs] occurred as retraction against the vessel wall was not being applied when the plunger was depressed. It should be noted that the electronic prostyle instructions for use (eifu), states: prior to pushing the plunger to advance the needle, stabilize the device by the body to ensure the foot is apposed to the vessel wall and the device does not twist during deployment. Twisting of the device could lead to needle deflection resulting in a cuff miss. In this case, the IFU deviation contributed to the needle to cuff miss. A notification letter is not required as the physician is aware the IFU deviation contributed to the reported difficulties. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - failure to follow steps / instructions.